Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the patient first noticed a pinching in his kneecap in 2010. He said that the pain over the course of the next two years increased greatly. Patient also is experiencing pain and swelling in his knee. He reports that when he is walking the knee implant feels loose and he can hear a noise. He currently is walking with a cane for support.

Manufacturer narrative:
The following devices were added to the complaint after the initial medwatch was submitted: 5510f702 triathlon cr fem comp #7 r-cem sfe4k . 5530-g-609 triathlon cr x3 tibial insert nnrmta. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the patient first noticed a pinching in his kneecap in 2010. He said that the pain over the course of the next two years increased greatly. Patient also is experiencing pain and swelling in his knee. He reports that when he is walking the knee implant feels loose and he can hear a noise. He currently is walking with a cane for support.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Sem analysis showed the tibial baseplate broke in fatigue. Eds analysis showed the triathlon tibial baseplate to be made of co-cr-mo alloy consistent with the astm f75 casting alloy. No material or manufacturing defects were observed during this evaluation. A review of the provided medical records and/or x-rays by a clinical consultant indicated that ¿in this very large and active male patient, varus placement of the tibial component likely resulted in increased medial stress on the cement fixation, which likely failed, resulting in an unsupported medial segment of the primary baseplate, which ultimately failed in fatigue." The investigation concluded that fractured of the tibial base plate was likely caused by varus placement of the tibial component. The reported event regarding a fractured device involving a triathlon tibial baseplate was confirmed. The additional devices were added to the complaint after the initial medwatch was submitted. Cat. No.: 5510f702, triathlon cr fem comp #7 r-cem, lot code: sfe4k. Cat. No.: 5530-g-609, triathlon cr x3 tibial insert, lot code: nnrmta.

Event description:
It was reported that the patient first noticed a pinching in his kneecap in 2010. He said that the pain over the course of the next two years increased greatly. Patient also is experiencing pain and swelling in his knee. He reports that when he is walking the knee implant feels loose and he can hear a noise. He currently is walking with a cane for support.